Manufacturer narrative:
Product event summary: the data files containing an image and the pscc100 catheter with lot number 0012089555 was returned and analyzed. The received photo showed an unidentified pulse select catheter having a structural damage of the array assembly. The array was knotted on the guidewire and nitinol array wire protruded from the dual lumen. Visual and x-ray inspection were performed. The catheter was received without the guidewire threaded in. The array pebax tube was torn at junction of the proximal arm and dual lumen, exposing the electrodes wires. The nitinol array wire has detached from its proximal bond, protruding outside the dual lumen. Anomalously, the array assembly appeared inverted, and knotted on the guidewire lumen close to tip. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip, but detached from the dual lumen. The electrode wires are intact without breakage or detachment from the electrodes. Optical inspection at high magnification revealed a torn pebax tubing, exposing both electrode wires and the nitinol array wire distal from dual lumen. The pebax tubing exhibited a twisted configuration between electrodes #1 and #2, resembling a candy-twist shape, with a kink evident at the distal arm near electrode #1. Mechanical verification of steering and slide mechanisms was performed. Initial stiffness in the slide control function, attributed likely to dried blood, was encountered, yet still operational. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirms usage on the reported event date. The catheter was not reprogrammed as the catheter condition would not permit to perform ablation using the generator. No other tests could be performed due to the returned condition of the catheter. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the reported issues of a catheter array damaged and exposed wires were confirmed. The catheter failed the return product inspection due to a torn pebax tubing, exposed wires, nitrol array detachment, a knotted and inverted array, and pebax tubing exhibiting a twist with a kink in the distal arm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the catheter was observed to be malformed after removal from the sheath. The array wire became exposed and broken at the dual lumen. Despite the issue, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.